Event description:
Information received from the field notes that the patient was in a fast sinus rhythm with normal antegrade conduction. When the leads tested normal, they were connected to the pulse generator and the pocket was closed. While the device was in ddd mode, loss of atrial markers were observed on the programmer screen. At the most sensitive setting, the device would not display p waves in the marker channels. The device was subsequently replaced.